Manufacturer narrative:
The insulin pump was received with critical pump error and pump error due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. It was reported that the insulin pump display was scratched. The device was returned for analysis.